Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR: the device was received and the product evaluation is in progress. No conclusion can be drawn. Corrected data: date of report: this date was incorrectly reported as 4/13/2018 in the initial report. The correct date should have been 2/14/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Unknown when one of the rings broke. Additional product code: ktt. This report is for an unknown maxframe/unknown lot. Part and lot number are unknown; UDI number is unknown. Surgery was done on the patient approximately 5 months ago. Not explanted, part of this device is an instrument. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review not available for reporting at this time. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
Maxframe complaint: it was reported that a surgeon indicated that maxframe was placed on a patient approximately 5 months ago and the patient recently returned to the office to report that one of the rings on the frame had broken. The surgeon has reinforced the frame and will continue to monitor the patient until bone consolidation is reached. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: wire/bolt offset: (part: 03.311.051, lot: 7883948, quantity 1); wire/bolt offset: (part: 03.311.051, lot: h109213, quantity 3); schanz screw bolt cannulated ring mounth (part: 03.311.058, lot# u249728, quantity 1); nut (part: 03.311.061, lot: h293054, quantity 1); nut (part: 03.311.061, lot: h293055, quantity 1); nut (part: 03.311.061, lot: h301176, quantity 2); nut (part: 03.311.061, lot: h304486, quantity 6); nut (part: 03.311.061, lot: h404676, quantity 9); nut (part: 03.311.061, lot: h404680, quantity 10); ti half ring/180mm diameter (part: 03.311.318, lot: h225548, quantity 1); maxframe full ring 180mm aluminum (part: 03.312.180, lot: h277169, quantity 2); maxframe quick adjust strut/medium (part: 03.312.812, lot: h340423, quantity 5); maxframe shoulder bolt for 8mm rings (part: 03.312.830, lot: h308500, quantity 5); maxframe shoulder bolt for 8mm rings (part: 03.312.830, lot: h308503, quantity 2); maxframe shoulder bolt for 8mm rings (part: 03.312.830, lot: h358783, quantity 3); screws (part: unknown, lot: unknown, quantity 9); nuts (part: unknown, lot: unknown, quantity 12).

Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part# 03.312.180, lot# h277169. Manufacturing location: brandywine, release to warehouse date: apr 07, 2017. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material was confirmed to be correct (7075 aluminum) per the specification with no relevant non-conformance noted. Product investigation was completed. Visual inspection of the returned device performed confirmed the condition of device breakage, which agrees with the reported complaint condition. The device ring has broken postoperatively. The ring has broken at a hole location. Therefore, this complaint is confirmed. Aluminum 180mm maxframe full ring design drawing and raw material design drawing were reviewed during this investigation. No product design issues or discrepancies were observed. The thickness of the returned ring adjacent to breakage measured 8.09mm (calipers ca592) which is within specification of 8.05mm +/-01mm per raw material design drawing. The design specifies the ring to be manufactured from 7075 aluminum. The raw material was confirmed to be correct (7075 aluminum) per the specification with no relevant non-conformance noted. A definitive root cause for the ring breaking post operatively could not be determined based on the provided information. The most likely cause is a sudden blunt force impact. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation and the calculated occurrence rate does not exceed the estimated occurrence rate. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was not returned for evaluation. However, photos were provided that show the device (unknown size full ring) has broken postoperatively. Additional photos also show that a half ring and at least 8 bolts and 16 nuts were used by the surgeon to reinforce/ stabilize the construct after the device broke. Therefore, this complaint is confirmed. Whether this complaint can be replicated at customer quality (cq) via functional test is not applicable for this complaint condition. No new malfunctions were identified as a result of the investigation. A review of the device history records was unable to be performed since the lot number was unknown. A material check could not be performed at cq because the device was not returned. A dimensional inspection of features relevant to this complaint could not be obtained at cq because the device was not returned. The exact part# could not be determined based on the provided photos. However, it can be determined that it was a full ring that broke, (part#'s 03.312.090 through 03.312.270). Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.